Manufacturer narrative:
As reported, the capsure fixation device deployed two fasteners at a single fire. The information obtained at this time is limited as no additional information has been provided upon request. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The precautions section of the IFU states: ¿compress hand piece trigger in a single, complete and uninterrupted stroke to drive a permanent fastener through the mesh into the tissue. Keep consistent counter pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position. Repeat this procedure until all required fasteners are deployed." Addendum: this supplemental MDR is submitted to document the sample evaluation results and additional information received. The reported condition of multiple fastener deployment during a single actuation, could not be reproduced. Functional testing was conducted with each actuation resulting in a single fastener deploying without issue. Internal evaluation of the device confirmed, no missing or damaged components. A gap was observed in the housing however this did not impact the function of the device. The most probable cause may be a use of device condition in which the user may not have fully compress hand piece trigger in a single, complete and uninterrupted stroke. Review of manufacturing records was performed and found that the device was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.

Event description:
As reported, the capsure fixation device deployed 2 fasteners during a single shot. There was no reported patient injury. Addendum: it was reported that the procedure performed was laparoscopic ipom (intraperitoneal onlay mesh). It was also reported there were loose fasteners.

Manufacturer narrative:
As reported, the capsure fixation device deployed two fasteners at a single fire. The information obtained at this time is limited as no additional information has been provided upon request. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The precautions section of the IFU states: ¿compress hand piece trigger in a single, complete and uninterrupted stroke to drive a permanent fastener through the mesh into the tissue. Keep consistent counter pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position. Repeat this procedure until all required fasteners are deployed." Note, the date of event (17-nov-2023) is documented as a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
As reported, the capsure fixation device deployed 2 fasteners during a single shot. There was no reported patient injury.